Event description:
The manufacturer received information from uno legal litigation in reference to a dreamstation 2 device with an allegation of nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, inflammatory response, kidney disease/toxicity, cancer, and death. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.